Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's trauma plate was revised due to soft tissue irritation, pain, and swelling. Upon explantation, it was noted that there was corrosion and discoloration on the plate. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection on the returned plate noted discoloration on the plate around the screw hole. The returned product was sent to sem for further analysis. Eds semi-quantitative elemental analysis of the discoloration indications on the plate revealed c, n, o, na, mg, p, cl, k, and ca as the major foreign elements. It is inconclusive whether the discoloration indications on the plate are a result of corrosion products, biological, or environmental contamination. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.